Event description:
It was reported that an altitude alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer cleaned the speaker holes on the back of the pump and was able to resume insulin, with the alarm verified in the pump's history.